Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately five months following implant, the low-voltage pacing lead exhibited a high threshold. The lead was explanted and replaced. No patient complications have been reported as a result of this event.